Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump delivered a large amount of insulin causing her glucose to drop to 38 mg/dl. The customer stated that he did not deliver a bolus or basal. However when he looked at the reservoir it showed only 30.0 units of insulin when the status screen shows 102.0 units. The customer was not connected during rewind/prime, and the priming technique was correct. Reviewed the programming, and it was correct. Ran a displacement test and passed. The customer mentioned that when he attempted to rewind the insulin squirted out and the numbers did not ramp up. The customer feels that while he was connected the insulin push into his body. Checked the alarm history and found low reservoir and no delivery alarm. The caller also mentioned having high blood glucose and he believes it was due to the piston issues. Advised the customer that the insulin pump will be replaced. No further information was provided.